Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain 3 of 4. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) had the hp cycle the power on the hc device to clear the alarm. The tsr had the hp review the alarm log which showed that a se 2240 did occur. During the troubleshooting, the hp found unused lines with open clamps. The hp was going to complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.